Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a sensor started notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer triggered the quick bolus feature on the pump in order to clear the notification, and resume insulin therapy. There was no reported impact to the customer's blood glucose level.